Event description:
It was reported that a user experienced recurrent low blood glucose episodes, including two readings in the 40s overnight, followed by a subsequent blood glucose of 391, while using the ilet and treating lows with oral glucose; the user expressed frustration and a desire to discontinue ilet use. Symptoms included hypoglycemia and hyperglycemia. Outcomes included temporary functional limitation and the need for increased self-monitoring and carbohydrate intake to treat hypoglycemia. Investigation included complaint intake, troubleshooting, and education regarding low and high glucose management. Investigation of this case revealed no device-associated malfunction identified during troubleshooting; the event was characterized as cause unclear with user-reported hypoglycemia followed by rebound hyperglycemia without evidence of device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.